Event description:
The customer stated the rubella calibration failed with error code 1003: calibration check failure, cal a, deviation too large, on the axsym analyzer. The customer tried diluting the calibrator 1:2 with saline and obtained a successful calibration and acceptable controls. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted with the investigation is complete.